Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. The customer went into the bathroom and the pump dropped. Customer declined to troubleshoot for low readings. The insulin pump was returned for analysis.

Manufacturer narrative:
Unable to perform the displacement, operating currents, self test, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to a cracked lcd glass. The pump was received with a cracked and bleeding lcd glass. The pump was received with minor scratches on the display window.